Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opening post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment the clip opened slightly and then remained in a stable position. The procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.